Manufacturer narrative:
Corrected information: sex,date of birth. If information is provided in the future, a supplemental report will b e issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they experienced shocking and the healthcare provider (hcp) turned off the device on (B)(6) 2017. The patient noted that they lost 40 pounds and the implantable neurostimulator (ins) was sticking out on their stomach. They were needing someone to help them and mentioned they were in a senior living. They were still feeling the shocking and it was getting worse. During the report the patient became non-responsive to questions and could not be understood. They further stated that they wanted the device removed and did not want to wait until the (B)(6) to have it turned back on. No further complications are anticipated.